Event description:
Complainant alleged that during training by facility staff, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a faulty resistor on the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.